Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device to over deliver insulin. Inspection of the bottom housing vent found no damages that would contribute to over delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) by ambulance and was diagnosed with blood glucose (bg) values that dropped below 70 mg/dl. For treatment, the patient was given intravenous (IV) insulin and fluids. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 4 hours.